Manufacturer narrative:
The devices will not be returned and no photographic evidence was provided therefore, device malfunction cannot be verified. A 2 year lot history review shows a total of 2 devices for this lot number and failure mode. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year review of complaint history revealed there has been a total of 114 reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: do not use the probe for mechanical displacement of tissue, damage to the probe may occur. The IFU also advises the user to maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Care should be taken in procedures that may cover the probe return electrode. Alternate site ablation may occur if 75% of the return electrode is masked, making the return electrode surface area smaller than that of the active electrode. If partial coverage of the return electrode is required for the procedure, use a lower setting and maintain visibility of the return electrode while applying rf. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, aes-90sn was being used on (B)(6) 2024 and ¿during surgery, a piece of one of the two received products fell off inside the patient's body. After detecting the metal through the c-arm device, it took 40 minutes to find the piece. The surgery was resumed using another aes-90sn and was completed successfully. After the surgery, it was discovered that both products were damaged. Both products were disposed of by the hospital and were not recovered. The patient is in good condition.¿. Per further assessment it was found "both products were damaged : both products were cracked. The crack on the probe was found. The alternative device(2nd one) did not have the fragment but only the crack on the probe." There was no impact or injury to the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.